Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device failed the operational check and displayed a shock equipment malfunction message on screen. There was no patient involvement.